Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:the complaint could not be investigated due to the pump¿s inability to power on. There was evidence of moisture on the internal components. A leak test revealed a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a call service alarm and the display screen was flashing. The reporter stated the call service alarm could not be verified due to the screen issue. There was noted moisture ingress within the pump and these issues reportedly occurred after the patient wore the pump while swimming. It was reported that the pump had not experienced any recent trauma or damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.